Manufacturer narrative:
(B)(4). Per the user facility's perfusionist, after the first blood gas on bypass, sweep of 2.0, it was determined that they were delivering gas just not as much as the flow meter was indicating. The sweep was increased to 10.0 and arterial blood gases (abgs) were taken every 10 minutes. The carbon dioxide (co2) slowly trended down while the partial pressure of oxygen (po2) maintained stable. Partial pressure of carbon dioxide (pco2) normalized after 25 minutes, requiring a sweep of 8.0 on the pumps screen, while only registering 4.0 liters per minute (l/min) on the external sweep dial. At this point, they changed out the external flow meter but the problem remained. Patient was placed on an o2 tank at 4.0 and the pump was recalibrated while on bypass but the problem still remained. The external flow meter was continued in use using 4.0 as the reference point. The field service representative (fsr) was unable to duplicate the reported complaint. He tested the gas flow at various flow rates and found the displayed flow matched the rate on the pole mount flow meter. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow displayed on the central control monitor (ccm) did not match the flow on the pole mounted blender. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr) in the related complaint, the second occurrence. During calibration at five liters per minute (lpm) the electronic patient gas system (epgs) was only reading three lpm. He found the vaporizer the user facility was using was causing the flow variance. He set the flow on the central control monitor (ccm) to eight lpm and could manipulate the vaporizer to produce anywhere from zero lpm to eight lpm on the external flowmeter. This complaint is related to (B)(4) / medwatch #1828100-2018-00240. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated that the issue occurred during a cardiopulmonary bypass (cpb) procedure. Per clinical review: shortly after commencing cpb, their electronic patient gas system (epgs) sweep gas was set at 2.0 liters per minute (lpm). The first arterial blood gas on bypass with the gas set at 2.0 lpm, showed a partial pressure of carbon dioxide (pco2) of 67 mmhg and a partial pressure of oxygen (po2) of 300 mmhg. The perfusionist increased her sweep gas to 10 lpm on the central control monitor (ccm) and the external flow meter was only reading 4.0 lpm. She decided to take blood gases every 10 minutes and ultimately adjusted her sweep on the ccm to approximately 8.0 lpm, but the external flow meter was still around 4.00 lpm. To troubleshoot the problem, she quickly exchanged the external flow meter out with another one but the second one was still reading the 4.0 lpm. She opted to place the patient on an external oxygen tank and recalibrated the epgs. The calibration passed without issue, but the issue of a difference between the external reading and the set point on the ccm was still evident. She continued using the epgs for the remainder of the procedure and just adjusted her sweep flow from the number on the external flow meter. She did not use the local control knob, she continued the use of the slider on the ccm. She does not recall any error messages regarding the epgs during cpb. The team does use a vaporizer in their gas system and it is placed just prior to the external flow meter. There was no delay in the continuation of the surgical procedure, and there was not harm or blood loss associated with the event. The fsr, after the second occurrence on april 16, 2018 was able to reproduce the issue and was able to conclude that the vaporizer was occluding the sweep gas flow slightly depending on the seating of the vaporizer on its holder.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He connected the epgs to a system 1 simulator and ccm, attached o2 and air at 50 pounds per square inch (psi), entered a perfusion screen and waited the warm-up period. Calibration was initiated and passed. The measurement of the direct current (dc) from the o2 sensor at 5 l/min and 100% o2 was 1.80 volts, within specifications of .55-2.758 volts. During calibration, the pst found air leaking from the air input connector. The flow rate accuracy measured at 100% o2 with zero back pressure. The service repair technician (srt) was unable to duplicate the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.